Manufacturer narrative:
The customer contacted a siemens customer care center. The customer stated that the assay calibration was not acceptable. A siemens customer service engineer (cse) was dispatched to the customer. The cse checked the sample probe, washing spinner motor and system for presence of air bubbles. The cse found an error on the wash spinner motor and adjusted it. The sample needle was in middle of the blind hole. The cse adjusted the blind hole. Upon the siemens regional support center specialist's instructions, the cse performed an extensive system check and found mechanical misalignment in tube lifter, reagent probe test unit and reagent probe test unit x direction. The cse corrected those positions and then recalibrated the assay. The cse also found that the reagent cooler was not functioning properly and the bead sensor was giving errors. The cse cleaned the water system. The cse ran precision testing on a patient sample in replicates of six, which was acceptable. The cse also ran quality control, which was within specifications. The cause of the discordant afp results on patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant alpha-fetoprotein (afp) results were obtained on patient samples on an immulite 2000 instrument. The samples were repeated on the same instrument, resulting different than the initial results. It is unknown if the initial and/or repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant afp results.

Manufacturer narrative:
The initial MDR was filed on 06-jul-2018. Additional information (12-jun-2018): while a siemens customer service engineer (cse) was at the customer site, the cse also cleaned the luminometer shuttle. The cse recommended the customer to replace the peltier element and temperature sensor board to resolve the issue with reagent cooler. Additionally, the discordant results were not reported to the physician(s).

Event description:
The discordant results were not reported to the physician(s).